Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2015, inratio: 1.5, lab (poc meter): 1.0. Therapeutic range not provided. Tests performed at same time, using same finger stick. Technical service rep explained that correlation should be done comparing meter to lab venous draw.

Manufacturer narrative:
Investigation pending.